Event description:
Event description cpi received information that during a follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and magnet tones could not be obtained. The ICD was replaced.